Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and OEM device history record (DHR) review. The reported problem was confirmed. The device was returned in the original packaging and was unopened. The distal tip was observed broken . Only the distal tip was noted damaged the rest of the device had no notable abnormalities. A DHR review, performed by the OEM, found no abnormalities in the manufacturing of the suspect device.

Manufacturer narrative:
The device has been returned to olympus. Once the device is evaluated, a follow up report will be submitted with results of the device evaluation.

Event description:
Olympus was informed that a customer inspected their stock of the uropass, model 61254bx, device and observed the tip of the device broken while still in the package. The device was not used in a procedure.